Event description:
Information was received from a consumer regarding a patient with an implantable pump containing baclofen (unknown) and bupivacaine for intractable spasticity. It was reported that the patient stated it takes no less than 7 minutes to be able to use a bolus start to finish and they gets randomly locked out where they shouldn't be. Patient said he has 5 boluses in a 24 hour period and they can use 2 of them and they are locked out for 6 hours randomly. Agent reviewed depends on dose restriction interval (dri) and to consider the max activations. Agent asked if patient has had the technical report printed out to see what the reason was for the lockouts lasting 6 hours and patient said they don't know about what the representative meant by that but they were at the doctor's office and the doctor called a representative and they told the patient to reach out to the manufacturer about it. Agent reviewed the technical report can be read by the healthcare provider (hcp) and to review why it was being denied. Patient mentioned they have complained to the representative about that before and the representative said that was normal. Patient also mentioned they had another error that makes him reset all the time. Patient did not have the code. Agent had patient clear data and try to connect and patient was able to connect faster. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue about the bolus concerns and to go through the tech report with the hcp. Patient called back stating they tried to bolus again and should have been able to, but the pump was saying they have a 2 hour lockout. Patient stated they just tried to bolus but it didn't say it delivered. Agent reviewed lockouts. Patient confirmed bluetooth and location were on and the pump time was current. Patient will document time and date of requested bolus and review with managing physician. Agent reviewed the manufacturer's role and that manufacturer does not have access to the pump records. Patient will call back if they need further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.